Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient stated they did not know the cause. Patient is still waiting for some relief.

Event description:
Information was received from a patient (pt) via a manufacturer representative (rep) who was implanted with an implantable neurostim ulator (ins). The reason for call was rep says pt told them yesterday that they weren't getting pain relief and hasn't been using stimulation for "well over a year". Rep says they noticed yesterday when they were looking in the patients file, that they "weren't properly implanted" and clarified that they found a picture in the file that shows the lead is "way off to the right side". The rep will email the picture to patient services. Rep asked if the pt has an appointment coming up and found that they do, and they "put it on the schedule" so that one of the reps can meet with them to do "programming and try to get her some coverage". They said appointment is for july 18th.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2022. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6) , ubd: 14-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2022: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called and stated the implant had not worked for them since it was implanted. Patient stated they would not feel the stimulation. Patient mentioned they notified their hcp yesterday and they were told to call mdt rep. Patient called mdt rep yesterday and they were advised to call pats. Patient was having issues charging their ins during the call. Patient will wait for their replacement recharger and will call back once ins was charged. Agent set expectation that they would try to check the settings of their ins once charged and if issue persists they might need to set an appointment for possible reprogramming.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2022, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their implant stopped working and they could not charge it or communicate with it. Patient stated they were told by the representative that the implant would shut itself off at 7 years. Pt stated last time they were able to charge implant was about a month ago. Agent reviewed implant longevity and redirected patient to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6) implanted: (B)(6) 2022, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that the cause of the implant not working was not determined. They will meet with the patient and reprogram. Issue has not yet been resolved.